Event description:
It was reported that while using the dermatome device, the skin thickness was changing while procuring the graft. Also, the device was producing abnormal sounds. No information was provided regarding pt impact. Additional information has been requested.

Manufacturer narrative:
The device involved in the reported incident has been returned. The device evaluation is in progress. The result of the device evaluation will be reported in a follow up MDR submission.